Event description:
12199301996rted that (1) device was used during a diagnostic laparoscopic procedure. It was reported by the affiliate that a incision was made at the umbilicus, for the trocar (512s), by the surgeon. The 512s was placed in the incision but the safety shield would not retract, even though the red arming button was activated. Another trocar from the same batch was then used with no problems encountered. There was no consequence to the pt.